Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous arteriovenous graft anastomosis. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient was good post procedure.